Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) battery capacity had depleted several years ago. Moreover, it was claimed that the crt-d was still beeping. Boston scientific technical services (ts) then explained that interrogating the device will stop the beeping. No further information available. No adverse patient effects were reported.